Event description:
It was reported that the patient experienced a shocking/jolting sensation. It started approximately three weeks ago. She has not fallen or done anything differently. She turned the device off. The patient is at home in fair condition. Further info is being requested from the hcp.